Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the reference frame's percutaneous pin was broken. There was no patient present when this issue was observed.